Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, three(3) connections had dried out causing leaks (one leak out of valve 1 and the other two were on a y connector that leads to valve one). Unit is a spare system that has been sitting in a room and has not been used for awhile. Since the event occurred during preventative maintenance, there was no pt involvement.